Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow, moderately calcified and 80% stenosed mid left anterior descending artery. A stent was implanted and a 2.5 x 08 mm voyager nc was used for post-dilatation; however, the balloon could not be fully inflated to expand the stent implant. When removed from the anatomy, the hypotube was observed to be kinked. Another balloon was used for post-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.